Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 23:30:45. During night drain cycle four, the patient's ultrafiltration reading was 1148ml, indicating the home patient (hp) drained 1148ml more than their maximum programmed fill volume of 1700ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. It was determined that the cause of the event was due to a false empty detection and inappropriately set minimum drain volume percentage too low. Homechoice apd systems trainer's guide give the warning that "if you set the minimum drain volume % too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.